Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator was in back-up vvi mode. The device was successfully restored the device. The patient is stable.